Event description:
Account reports they are having trouble with drifting calcium results, and over the last two days have seen samples that were low and repeated higher. Six examples of the problem were as follows (original/repeat): 8.7/10.2; 8.6/9.6; 8.8/9.6; 8.8/9.6; 8.7/9.6; 8.7/9.6 mg/dl. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancy.